Manufacturer narrative:
The previous report had an aware date that was inadvertently omitted. This report is being submitted as correction to the previous report (g4 field).

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the device confirmed driveline damage that could have resulted in the low speed and pump stop events captured in the log file. The pump was returned assembled with the driveline cut approximately 7.5¿ from the pump housing and the distal portion was returned measuring approximately 31.5¿. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Visual examination of the driveline revealed no damage to the outer silicone jacket or the underlying bionate layer. Prior to removal of the bionate layer, the driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The bionate layer was removed and visual inspection of the metal braided shield showed breakdown adjacent to the controller connector and in areas approximately 2.5¿ and 26.5¿ from controller connector. The metal shielding was removed and an insulation breach on the black wire was identified approximately 26.5" from the controller connector. Both portions of the driveline were submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test verified the insulation breach identified on the black wire. No other insulation breaches were identified. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from the damaged black wire make contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could result in a low speed or pump stop event as captured in the log file. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced chronic driveline infection was reported under medwatch MFR report # 2916596-2018-02507. Approximate age of device - 4 years, 5 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had pump stoppages. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed pump stoppages on (B)(6) 2018 and associated with percutaneous lead (driveline) short to shield issue. At the time of events the patient was connected to the power module. The patient was placed on a non-grounded patient cable. The submitted x-rays were unremarkable. The patient had a chronic driveline infection and a driveline replacement was not performed. On (B)(6) 2018, the patient underwent a pump exchange. No further information was provided.